Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter at 9:40 am was 1.6 inr. The result from a visiting nurse's roche meter at 1:30 pm was 2.4 inr. The customer's dosage was increased based upon the meter result. There was no allegation of an adverse event. The customer had no heparin, no direct thrombin inhibitors, no changes in diet, no illness or medication, and no bruising or bleeding. The therapeutic range was 2-3 inr. All strips had been used and therefore could not be returned for investigation. The suspect meter was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
Although the customer stated they did not have any test strips to return, they returned 1 vial of test strip lot 247896-22 and the meter. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.1 inr. Donor 1 hct: 44%. Donor 2 hct: 48%. Testing results: donor #1: retention meter with masterlot strips: 2.1 inr. Customer meter with masterlot strips: 2.0 inr. Donor #2: retention meter with masterlot strips: 2.1 inr. Customer meter with masterlot strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet the specification. Upon analysis of the meter memory, two results of 3.2 inr not 1.6 inr as reported by the customer were observed. However, 3.2 inr converts to 16%q. It was found the meter had been set to display results as %q which could lead to the customer misinterpreting the result. Upon review of the meter memory the following previous erroneous results were observed: 1.6 inr and 2.1 inr on (B)(6) 2017. 4.5 inr and 2.0 inr on (B)(6) 2017. 3.9 inr and 2.4 inr on (B)(6) 2016.